Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would boot up, give a message that the battery was empty and then would shut down. When the user removed the battery and then tried to power on the programmer, it would not turn on and did not show a blinking light indicating that it had power. The user also tried various outlets with no luck. The programmer remains in use. There was no patient involvement.